Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with ancef intraperitoneally (dosage and frequency not reported) and fortaz 1000 milligrams intraperitoneally (frequency not reported) for the peritonitis event. After approximately twenty-two days of treatment, antibiotic therapies with ancef and fortaz were stopped. Dianeal therapy was ongoing. On an unreported date, the manifestations of the peritonitis event of cloudy effluent and abdominal pain were resolved and the patient was reported to be recovering, but it was unknown if the patient was fully recovered from the peritonitis pending the fungal culture result. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.